Manufacturer narrative:
(B)(4) submit MDR reports on behalf of (B)(4) corporation (exemption number e2015033).conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
It was reported that 2 days prior, the recipient hit her head on a tin trash bucket. No swelling, bleeding, bruising or signs of trauma were noted. After the incident the recipient could not hear with either audio processor. The recipient was re-implanted.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that 2 days prior, the recipient hit her head on a bucket. No swelling, bleeding, bruising or signs of trauma were noted. After the incident the recipient could not hear with either rondo or sonnet audio processors. An integrity test will be scheduled.